Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the surgeon stapled tissue with a sureform 60 stapler instrument and a black reload and the tissue was pushed rather than cut. The target stomach tissue was reportedly damaged during this event and the surgeon sutured the area and used an omental patch; which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The sureform 60 black reload used during this event was discarded and therefore cannot be analyzed further, but the sureform 60 stapler instrument that was used to fire the reload is being returned. This instrument has not yet been returned for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during this procedure. The sureform 60 instrument being returned is a single use instrument and therefore was not used in subsequent procedures. The logs show no other isi stapler instruments were used during this procedure. An isi senior failure analysis engineer reviewed the stapler logs for the procedure date of (B)(6) 2021 and the following information was provided: "logs show that pn 480460-09, lot l91210707-0011 fired qty 7 reloads (2 black followed by 5 green). First 4 firings were completed per the logs, although there were pauses for compression on the first three firings. Firing #5 (green) resulted in a ¿tissue too thick to continue¿ firing failure at 78% completion after multiple (~6-7) pauses for compression. Firing #6 (green) resulted in a ¿tissue too thick to continue¿ firing failure at 73% completion after multiple (~3-4) pauses for compression. 7th firing was completed per the logs without any pauses. There were no incomplete clamps on any install." This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon stapled tissue with a sureform 60 stapler instrument and a black reload and the tissue was pushed rather than cut. The target stomach tissue was reportedly damaged during this event and the surgeon sutured the area and used an omental patch.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy, while firing a sureform 60 stapler instrument on stomach tissue, tissue bunching occurred. A message appeared stating "tissue too thick to continue" and the surgeon opted to not force fire the stapler and instead opened it. Once the stapler instrument was opened it was noticed that the instrument had torn the stomach tissue it was stapling and unformed staples were present. The surgeon sewed the tissue and completed the procedure as planned. On 04-oct-2021 intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the event: the surgeon reported that a black reload was fired during this event while using a one-sided seamguard; this reload was reportedly disposed. The surgeon reported that they do not know what caused the stapler to misfire as the tissue was not too thick. The surgeon proposed the idea that the stapler may not have been cleaned well enough before use. The surgeon reported using a size 36 bougie and that this event occurred while stapling the body of the stomach. The surgeon reported that this event added time to the procedure, required suturing, and the surgeon thinks a complication could arise due to this event. When asked how this event affected the patient¿s health the surgeon said that it is currently unclear yet and too soon to tell. It was reported that the patient has not experienced any post-operative complications but that the surgeon thinks there is a risk for a post-operative leak. The surgeon reported suturing the area of tissue that became bunched up for reinforcement and that it was not prophylactic as they reported a technical issue with the stapler instrument. The surgeon reported also using an omental patch due to this event. The patient is reportedly doing well and has not received any post-operative care that was not planned and due to this event. On 14-oct-2021, isi contacted the surgeon of this procedure and additional information was obtained about the event: the surgeon indicated that the patient is doing good so far.